Event description:
It was reported that a patient received a high drain 105 (night drain cycle five) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred after use, prior to the start of the next therapy session. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured in 1996. The device was not returned; therefore, a sample evaluation could be completed. Nothing was found during the device and service history reviews that would cause or contribute to the reported issue. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.